Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Ref MFR report #: 2032227-214-26219.

Event description:
It was reported that the customer had two motor errors on the insulin pump, customer had a blood glucose level over 400 mg/dl. Customer stated that the pump rewound itself. Customer was asked to return the pump. Customer declined troubleshooting for high blood glucose levels. No additional info provided.